Manufacturer narrative:
The device was received in the not deployed position. The downloaded data shows the device completed 48 first prime pulses and was then deactivated. No timeouts or drive stalls were produced. Debris was observed on the commutator cap. A rotational sensor malfunction was produced. The debris was removed from the commutator cap and the device was paired with a master pdm and a 5 unit bolus was delivered. The rerun data did not reproduce the rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early. The pod was not worn.